Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced prolonged hypoglycemia with blood glucose as low as 40 mg/dl while using the device, with the cause unclear and no alerts or alarms reported. Symptoms included low blood glucose without loss of consciousness or other acute complications. Outcomes included use of oral glucose as back-up therapy and no medical intervention or hospitalization. Investigation included complaint handling, troubleshooting, and user education. Investigation of this case revealed no confirmed device malfunction and no reproducible issue based on available information. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no evidence of device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.